Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported a large black spot in her vision following an intraocular lens (iol) implant procedure. She reported that the lens broke in her eye and remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional medical records were received stating that there was no record of a "cracked lens". After dilation, the iol appeared to be perfectly centered and the iol is not cracked. The patient states that she is just worried that if the lens was cracked, it might make her eye bleed. The surgeon assured patient and family member that the lens was intact and discussed that there was striae in the bag; however, "nothing to be concerned about."